Manufacturer narrative:
Physio-control evaluated the device and verified the reported problem. Physio replaced the system controller and therapy pcb assemblies and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
Found during routine testing. It was reported the device locked up with a white screen. There was no pt associated with the report.